Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results the customer's results were not replicated in-house with returned and retention products of the reported lot. Returned and retention products were tested with a hcg urine standard at the qc cutoff. All devices produced positive results at the read time and the product met the qc specification. False negative results were not observed during the investigation. Manufacturing batch record review did not uncover any abnormalities. A root cause could not be determined from the information provided by the customer.

Event description:
It was reported that a woman undergoing fertility treatment received a pregnyl trigger shot with 9000 iu of hcg on (B)(6) 2019. She then had 2 hcg tests with a urine sample cassette on (B)(6) 2017 which were false negatives, comparison two tests with clearblue which had positive results. Troubleshooting occurred with a review of storage, sampling, technique, and to never read the test after the designated read time per the pi.